Manufacturer narrative:
Product event summary: analysis found that the cursor position did not coincide with the pen, the calibration was invalid. It was also noted that the left hinge was broken. As a result the bezel assembly and hinge were replaced, and software was updated. The programmer then passed final testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the stylus touched the programmer screen it intermittently had no reaction. The programmer was returned for servicing. There was no patient involvement.